Manufacturer narrative:
A promus premier select ous mr 32 x 3.50mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage. Stent struts at the distal end and mid-section of the stent lifted from their crimped positions. The undamaged stent od (outer diameter) was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 10-nov-2020. It was reported that failure to cross lesion occurred. The 80% stenosed target lesion was located in the moderately tortuous, and heavily calcified left anterior descending artery. Following predilitation with a maverick balloon, a 32 x 3.50 promus premier select drug eluting stent was advanced but failed to cross the lesion. High pressure dilation was performed and the procedure completed with another promus premier select. No patient serious injury or adverse event were reported and the patient's status was stable. However, returned device analysis revealed stent damage.